Event description:
It was reported that pump experienced malfunction with code 13 and fault ID 0x2140, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while tandem technical support arranged a replacement in-warranty pump.